Event description:
It was reported that during an unknown procedure, the device will not open. Unknown what was used to complete the procedure. No adverse consequences reported. No other details are available.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. The complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.